Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and embedded device ("malposition of the left essure device within the myometrium") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain upper ("pain in stomach like a gas pain"), vomiting ("puking") and dizziness ("dizzy "). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines") with eye disorder, asthenia, photophobia and malaise, pelvic pain ("pain"), spondylitis ("mild arthritis in the lower back") with back pain and headache ("headaches"). The patient was treated with tramadol, surgery (to remove the essure) and surgery (to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the perforation, embedded device, migraine, pelvic pain, spondylitis, headache, abdominal pain upper and vomiting outcome was unknown. The reporter considered abdominal pain upper, dizziness, embedded device, headache, migraine, pelvic pain, perforation, spondylitis and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: right tube occluded, left tube patent x-ray - on an unknown date: mild arthritis in the lower back (B)(6) 2010:- hysterosalpingogram: occluded right fallopian tube. Malposition of the left essure device within the myometrium. The entire left fallopian tube is identified with free spill of contrast. (B)(6) 2010: hysterosalpingogram: unchanged positioning of the left essure device in the myometrium, the entire left fallopian tube was visualized and is patent. . Satisfactory position of the right fallopian tube occluding the right side. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events migraine, spondylitis, headache, eye disorder, asthenia, photophobia, malaise, abdominal pain upper, vomiting, dizziness, back pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), embedded device ('malposition of the left essure device within the myometrium') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, tenderness, abdominal cramps, vaginal bleeding, low back pain, breast mass and depression. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced flatulence ("pain in stomach like a gas pain"), vomiting ("puking") and dizziness ("dizzy "). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines") with eye disorder, asthenia, photophobia and malaise, pelvic pain ("pain"), spondylitis ("mild arthritis in the lower back") with back pain and headache ("headaches"). The patient was treated with tramadol and surgery (essure removal and to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, embedded device, device dislocation, migraine, pelvic pain, spondylitis, headache, flatulence and vomiting outcome was unknown. The reporter considered device dislocation, dizziness, embedded device, flatulence, headache, migraine, pelvic pain, perforation, spondylitis and vomiting to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: right tube occluded, left tube patent. X-ray - on an unknown date: results: mild arthritis in the lower back. Diagnostic results: (B)(6) 2010:- hysterosalpingogram: occluded right fallopian tube. Malposition of the left essure device within the myometrium. The entire left fallopian tube is identified with free spill of contrast. (B)(6) 2010: hysterosalpingogram: unchanged positioning of the left essure device in the myometrium, the entire left fallopian tube was visualized and is patent. . Satisfactory position of the right fallopian tube occluding the right side. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, device dislocation, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received new event added device migration. Incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('perforation of organs'), embedded device ('malposition of the left essure device within the myometrium'), device breakage ('device breakage') and device dislocation ('migration'). In a 40-year-old female patient who had essure (batch no. 629301), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: genital bleeding, tenderness, abdominal cramps, vaginal bleeding, low back pain, breast mass and depression. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced flatulence ("pain in stomach like a gas pain"), vomiting ("puking") and dizziness ("dizzy"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("malposition and myometrium"), migraine ("migraines") with eye disorder, asthenia, photophobia and malaise, pelvic pain ("pain"), spondylitis ("mild arthritis in the lower back") with back pain and headache ("headaches"). The patient was treated with tramadol and surgery (essure removal and to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, embedded device, device breakage, device dislocation, migraine, pelvic pain, spondylitis, headache, flatulence and vomiting outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, dizziness, embedded device, flatulence, headache, migraine, pelvic pain, perforation, spondylitis and vomiting to be related to essure. The reporter commented: discrepancy in date noted, date(s) of removal: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 27.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2010, results: right tube occluded, left tube patent. X-ray: on an unknown date, results: mild arthritis in the lower back. On (B)(6) 2010, hysterosalpingogram: occluded right fallopian tube. Malposition of the left essure device within the myometrium. The entire left fallopian tube is identified with free spill of contrast. On (B)(6) 2010, hysterosalpingogram: unchanged positioning of the left essure device in the myometrium. The entire left fallopian tube was visualized and is patent. Satisfactory position of the right fallopian tube occluding the right side. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, device dislocation, headache. Lot number#: 629301, manufacturing date: 2009-01, expiration date: 2012-01. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), embedded device ('malposition of the left essure device within the myometrium'), device breakage ('device breakage') and device dislocation ('migration') in a 40-year-old female patient who had essure (batch no. 629301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, tenderness, abdominal cramps, vaginal bleeding, low back pain, breast mass and depression. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced flatulence ("pain in stomach like a gas pain"), vomiting ("puking") and dizziness ("dizzy "). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("malpostion and myometrium"), migraine ("migraines") with eye disorder, asthenia, photophobia and malaise, pelvic pain ("pain"), spondylitis ("mild arthritis in the lower back") with back pain and headache ("headaches"). The patient was treated with tramadol and surgery (essure removal and to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, embedded device, device breakage, device dislocation, migraine, pelvic pain, spondylitis, headache, flatulence and vomiting outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, dizziness, embedded device, flatulence, headache, migraine, pelvic pain, perforation, spondylitis and vomiting to be related to essure. The reporter commented: discrepancy in date noted date(s) of removal: (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: right tube occluded, left tube patent. X-ray - on an unknown date: results: mild arthritis in the lower back. (B)(6) 2010:- hysterosalpingogram: occluded right fallopian tube. Malposition of the left essure device within the myometrium. The entire left fallopian tube is identified with free spill of contrast. (B)(6) 2010: hysterosalpingogram: unchanged positioning of the left essure device in the myometrium, the entire left fallopian tube was visualized and is patent. . Satisfactory position of the right fallopian tube occluding the right side. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, device dislocation, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received : events added-device breakage. Lot number added, patient demographic added, events onset date added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.